Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead showed high impedances during a diagnostic evaluation. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient¿s lead was explanted and replaced with a new model. Postoperatively, effective therapy was restored.